Event description:
It was reported that on (B)(6) 2022. During inspection, the 2 broken small depth gauges and 2 broken screw forceps were found. There was no patient involvement. This report involves one (1) screw and plate holding forceps. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10. H3, h4, h6: part: 347.985. Lot: a7pa35. Manufacturing site: tuttlingen. Release to warehouse date: 01 september 2006. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the screw and plate holding forceps has a broken tips. The event occurred outside of the operating room. No other problems was reported. A dimensional inspection was not performed for the screw and plate holding forceps due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. ¿as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. ¿the overall complaint was confirmed as the observed condition of the screw and plate holding forceps would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Current revision was reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1.